Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that just as treatment was started, the heparin "pigtail" popped out of the bloodline tubing, and blood shot out into the room. According to the nurse, treatment was stopped and the patient's blood could not be returned. Estimated blood loss 300 mls. Patient was asymptomatic, did not require any medical intervention, and was fine. The machine was re-set up and treatment was successfully completed. Sample is available.